Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the issue. The device's pneumatic system was checked with no issues found. The device successfully completed a short simulated therapy. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed electrical rite due to the earth leakage current test readings being out of range. An internal/external visual inspection was performed and identified the cause to be that the power switch was pushed into the homechoice due to the bezel being bent out of shape. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.